Event description:
On (B)(6) 2013 the lay user/reporter in the (B)(6), the patient¿s wife, contacted lifescan (lfs) to report the onetouch verio iq meter was giving inaccurately high readings. This complaint was classified using the documentation from the customer care advocate (cca) as well as from follow up questions obtained from the patient on (B)(6) 2013. On (B)(6) 2013 at 4:50 pm prior to dinner time, the patient experienced the symptoms of sweating, shaking, feeling cold and impaired vision. While symptomatic, the patient obtained the blood glucose readings of ¿7.0 mmol/l and 6.5 mmol/l¿ on the reported meter at 5:30pm, which he claimed were inaccurately high compared to how he was feeling. The patient reported his normal blood glucose readings are within ¿5.5-10mmol/l.¿ the patient administered self-treatment by consuming glucose tablets and felt better afterwards. The patient reported the ambulance was called; however, they only checked his vital signs and did not treat him or transport him to the hospital. The patient reported his normal diabetes management routine includes humalog 8 units after meals and 10 units of lantus insulin at bedtime. The patient confirmed he made no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient was unable to state if the meter had caused the alleged injury, but stated hypoglycemic episodes occur often for him. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement at the time of testing and his test strips were in good condition. A control solution test was not run due to the reporter not having any control solution at the time of the call. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient reported being symptomatic prior to the start of the alleged issue; therefore, the alleged meter reading could not have caused the alleged injury. In addition there was no delay in treatment, and when the patient summoned emergency medical services, he was not treated for an acute complication of diabetes. However, this complaint is being reported as a malfunction since the patient claims he received treatment which correlated with the alleged inaccurate high readings and low blood glucose symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.